Event description:
A 3.0 mm diameter x 24 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a mid lad lesion. Lesion morphology was reported to be mild tortuosity with moderate calcification and 90% stenosis. The lesion was pre-dilated. It was reported that the physician inserted the endeavor drug-eluting stent and was attempting to reach the lesion site; however, the stent came off of the balloon and was 75% in the guide catheter and 25% outside of the guide catheter. The stent was removed from the pt. A second endeavor drug-eluting stent was used to complete the case. The pt is reported to be stable.

Manufacturer narrative:
Eval: results: (stent dislodgement). Eval summary: medtronic has received the device and its analysis has been completed. The stylet and sheath cannot be removed from the device. The device was placed in a water bath for a period of time in an effort to release the stylet from the inner lumen. It was possible to remove the stylet, which was covered in blood on the third removal attempt. There were clear crimp/bake impressions on the balloon. Additional info received from the field confirmed that no issues were noted in removing the protective sheath from the device; however, the stent was not inspected prior to use. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.